Manufacturer narrative:
Follow-up # 1 ¿ (11/21/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started ¿(B)(6) 2013¿. At an unspecified date/time, the patient obtained a blood glucose reading of ¿196, 245 mg/dl¿ on the subject meter and ¿110 mg/dl¿ on another device (true test), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged inaccurate result(s). The patient denied developing any symptoms. At an unspecified time in ¿(B)(6) 2013¿, the patient contacted her health care professional (hcp) and was ¿put on medication- glyburide 5 mg¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca was unable to walk the patient through a control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.